Event description:
The customer's mother reported via phone call that the insulin pump experienced keypad issues. The customer's mother explained that the up and down buttons were not responding. The customer's blood glucose was 319 mg/dl. The customer treated his blood glucose with insulin pump therapy. The customer did not recall any significant events leading to the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent up arrow buttons due to slight moisture on the keypad traces. The pump also had a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.